Event description:
The customer reported finding contained fluid on top of sample tubes during operation of their unicel dxc 800 pro instrument. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and determined the source of the leak was from the mc (module chemistry) sample probe. The fse replaced the mc sample probe wash collar valve (solenoid valve) to resolve the issue. (B)(4).